Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was not getting satisfactory pacemaker readings in the target location at several positions. It was noted that a significant piece of tissue adhesion at the ¿head end¿ was found and could not be removed. It was also noted that the ¿spiral tip¿ of the lead was slightly deformed. The lead was not used and replaced. During implant of the additional rv lead, lead placement was still difficult, and the sheath catheter was unable to ¿enter further by the relative movement¿. After removing the catheter, it was found that the sheath catheter had folds at several positions, which made it impossible to provide support for the lead. The lead was successfully placed with the use of another sheath catheter. No patient complications have been reported as a result of this event.